Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
The patient's blood glucose rose to 24 mmol/l (432 mg/dl) and reported bleeding from the insertion site (abdomen). It was reported that a skin irritation causing excessive itching had occurred while wearing the pod between 24 and 36 hours. As treatment, the patient was prescribed cavilon and bepanthen for the skin irritation.